Event description:
It was reported that the patient received inappropriate therapy. Upon device interrogation, non physiologic deflections were noted resulting in over sensing and subsequent shocks. A right ventricular (rv) lead fracture was confirmed. The lead was cut at the trifurcation, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.